Event description:
A customer reported an error with the continuous glucose monitor (cgm), specifically error 42 related to the g7 sensor. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in performing a pump reset, after which the cgm error did not reappear, and the customer successfully started a new sensor session.